Manufacturer narrative:
The insulin pump was received with no act button response due to flattened button dome switch. The pump screen was monitored and functions properly. There was no frozen screen noted. Analysis was unable to verify for motor rewind anomaly, sensor anomaly or perform meter bg test due to no act button response. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the pump had a rewind anomaly. The blood glucose at the time of the incident was 252 mg/dl. The customer states they are unable to rewind and when they attempt to the buttons freeze. There is a 30 to 60 minute delay when rewinding. The states they do have dual square bolus running and was advised to completely cancel before rewinding. The customer went on to state they have had sensor glucose vs blood glucose differences. The customer states they have differences of 80%. The customer does use multiple meters to calibrate. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.